Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: patient identifier: mrn:(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: jds. Without a lot number the device history records review could not be completed. Product was not returned. Complainant device is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during osteotomy procedure of a distal tibia, the surgeon cross inserted a 3.5 locking off axis and took noticed that he had potentially crossed threaded the screw. In the same surgery, the surgeon also bent a 3.5 cortex screw that he has used as a lag screw across. H left the screws in and completed the case successfully. No patient consequence. No surgical delay. This complaint involves 3 devices. This report is for one (1) 3.5 lckng screw slf-tpng w/sd(tm) rec 30. This report is 2 of 3 for (B)(4).